Manufacturer narrative:
The problem was random occlusion issue when not having any occlusion. The device was in good condition with no appearance of any physical damage. Performed occlusion test and checked the force sensor reading. Pump was occluded when the pressure is building up also all the reading of force sensor within the required specs. The problem was that the pump was occluded as intended when the pressure is building, no problem was found on pump. Performed pm maintenance and all functional testing, cleaned and greased pump. Device passed functional test.

Event description:
It was reported that the device had a random occlusion issue when not having any occlusion. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Additional information: a review of the event history log (ehl) identified occlusion alarm.